Manufacturer narrative:
Patient information is unknown. Event date is unknown. The reported event of clip failed to release from the catheter. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device found that the control wire and coil were kinked near the handle. In addition, the clip assembly was deployed however, it was not returned. The most probable root cause has been determined to be operational context as evident by the kink in the control wire and coil. The complainant may have encountered anatomical and/or procedural factors while performing the procedure. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a procedure where they were marking a large polyp. According to the complainant, during the procedure, the clip would not release from the catheter. When they pulled the catheter to remove the device from the patient, a small piece of mucosa came out on the clip. It was reported that the physician did not have any concern with the small piece of mucosa that was removed. The case was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a procedure where they were marking a large polyp. According to the complainant, during the procedure, the clip would not release from the catheter. When they pulled the catheter to remove the device from the patient, a small piece of mucosa came out on the clip. It was reported that the physician did not have any concern with the small piece of mucosa that was removed. The case was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay.